Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address metallosis.

Event description:
Update rec¿d (B)(4) 2014 - medical records received. Upon revision, fluid, a 30% loss in the abductors, grayish material, cup loosening and pseudotumor were noted. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Event description:
Litigation papers allege pain and impairment in ability to perform daily activities. Additionally it is alleged the patient had elevated metal ion levels and an untrasound showed effusion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.